Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery was depleting more quickly than expected. It was noted that the device had been in suspend mode for a duration of close to two years. A latitude alert was issued for out of range amplitude measurements. Device information was submitted for review. Engineering analysis concluded that the unexpected rate of battery depletion was due to the device being in suspend mode due to the autocapture feature. Boston scientific technical services (ts) discussed considering reevaluating use of autocapture feature. No adverse patient effects were reported. This device remains in service.

Event description:
Additional information was received which indicated that the auto capture feature would remain programmed on and that the patient will continue to be monitored.